Manufacturer narrative:
The customer requested just a replacement paddles with no engineer evaluation.

Event description:
It was reported to philips that the customer requested just a replacement paddles with no engineer evaluation. There is no patient involvement.